Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. As treatment information was not provided. The device was originally reported for leaking during wear.

Manufacturer narrative:
The pod was received fully deployed. An 0x18, pod has reached empty reservoir, safety alarm was observed in the pod data. The reservoir was confirmed to be empty. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed in the fluid path due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. It could not be determined if the observed cannula damage contributed to the reported leaking during wear. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.